Event description:
It was reported that post op an unknown procedure the device was left for the rep in bag with a note that the tip broke off of the device. It is not known if the tip was left in the patient however there has been no adverse report filed on the device. There are neither contacts nor event information on the note. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Device displayed an error code 5 during functional testing.